Event description:
The patient was a part of a clinical study.it was reported that thrombus occurred.the patient previously underwent a left atrial appendage (laa) closure procedure and a 27mm watchman flx pro closure device was implanted.at the 1-year follow-up, transesophageal echocardiography (tee) identified a laminar thrombus. A one-time dose of xarelto 20 mg was administered, and the patient was instructed to start taking xarelto 20 mg daily while discontinuing aspirin 81 mg.

Event description:
The patient was a part of a clinical study. It was reported that thrombosis occurred. The patient previously underwent a left atrial appendage (laa) closure procedure and a 27mm watchman flx pro closure device was implanted. At the 1-year follow-up, transesophageal echocardiography (tee) identified a laminar thrombus. A one-time dose of xarelto 20 mg was administered, and the patient was instructed to start taking xarelto 20 mg daily while discontinuing aspirin 81 mg.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.